Manufacturer narrative:
Exemption number e2019001. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints from this lot. Based on the information provided, the reported difficulties appear to be due to procedural circumstances. It is likely that the distal sheath of the delivery system was entrapped or bent in the anatomy such that the ratchet was unable to engage the stent properly resulting in the deployment difficulty. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a percutaneous intervention (pci) treating a previously placed non-abbott stent that had fractured, located in the left superficial femoral artery (sfa). Pre-dilatation was performed using a 7.0x20mm mustang balloon and a supera stent delivery system (sds) was selected due to the desired radial strength. The supera sds advanced to the previously implanted stent without reported issues. During deployment, the stent had stopped ratcheting and was no longer deploying. Standard troubleshooting was performed; the supera handle was rotated and re-positioned upwards. The supera stent had then continued to deploy without further issues. The supera stent was implanted in the intended area without stretching observed. There were no adverse patient effects and there was no clinically significant delay. No additional information was provided regarding this issue.